Manufacturer narrative:
According to the customer in late 2018 their family member "fell between the mattress and their bed assist bar". Per the customer the user was entrapped "for a moment" and was assisted back onto the bed without injury. Per the customer the device was used in an assisted living facility and was installed by a family member. Per the customer after the reported incident, they discontinued using the item and discarded it. The device is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer in late 2018 their family member "fell between the mattress and their bed assist bar".